Event description:
Pt requested device be removed. Doctor reported pt had an abnormal gait with limited mobility. Doctor reported that he felt implant may have moved in sinus tarsi. Pt had bilateral implants removed.